Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a left total hip. During the impaction of the acetabular cup, the threaded inserter handle broke and the threaded portion stayed in the central hole of the cup. The surgeon was able to eventually unthread the piece and remove it from the cup. The patient is stable. All pieces were retrieved. 5 minutes surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.